Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies and determined that the cause of the reported failure was due to an electrically leaky integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that the service indicator is illuminated on their device and upon powering the device on, a solid white screen shows. A solid white screen is an indication the device may be locked up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. Physio-control will return the device to the customer for use.